Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, there was a failure at bga components u104 (pxa) and u1003 (pld). The root cause of the u104 and u1003 failure could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.